Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that the customer was in the emergency room for a medical assistance. Troubleshooting was performed at that time and the insulin pump was functioning as designed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.